Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged. Subsequently, th is transcatheter bioprosthetic valve was implanted valve-in-valve. This valve also dislodged. During an attempt to retrieve this valve, this valve moved the first valve. Both valves were abandoned in the ascending aorta. Both valves were surgically explanted 1 day post-implant. To date, no additional valve has been implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.